Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation : investigation summary the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. (B)(4). Pr #: 152737, cr#: 161343, type: MDR with sample, part #: 382533, lot #: 7199524. As reported: foreign matter event description: I now have a 20 gauge that was found to have a plastic fragment hanging off the tip. Can you please send me another container to send it in for analysis? Plastic piece on catheter. Lot analysis device/batch history record review: yes reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; -DHR review was performed on the following lot number: 7199524 ¿ the lot number was built on afa line 11, from july 18, 2017 thru july 19, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for, foreign/non foreign material, and particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: yes. Reason: the review of the qn/sap database is not required for a s1-o2 level a investigation per CPR ¿ 071. The peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) rev 11 version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: received one unused iag/bc 20 ga unit with a label top web from the lot number 7195524. Visual/microscopic examination: white fm was present at the shaft the catheter tubing. The fm was identified to be non-foreign (plug shavings) the plug shavings (non-foreign) exceeded 0.2 square millimeters measured per tappi dirt estimation chart. Test description method no results visual/microscopic n/a see observations and testing tappi chart (B)(4) see observations and testing investigation samples(s) meet manufacturing specifications: no, the returned unit provided for evaluation displayed fm on the shaft of the catheter tubing. Investigation conclusion conclusions: the defect of foreign matter, as stated as the reported code was confirmed with the returned unit. Confirmed there was non-foreign (plug shavings) at the tip of catheter tubing. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation that was performed on the returned units. Were we able to reproduce the customer's experience with the bd product? No: reproduction of the customer¿s experience was not necessary as the reported defect was confirmed. Was the device used for treatment or diagnosis? Treatment root cause description root cause relationship of device to the reported incident: manufacturing - comment: the fm observed on the shaft of the catheter tubing was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process.

Event description:
It was reported that a bd 20 g x 1.00 in. (1.1 mm x 25 mm) bd insyte¿ autoguard¿ bc shielded IV catheter was found with a plastic fragment hanging off of the tip before use. There was no report of injury or medical intervention needed.